Event description:
The customer reported bleeding occurred although an end tone, indicating a completed seal cycle, was heard. No transfusion was necessary and bleeding was stopped by suture. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The incident device was returned, evaluated, and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. We were unable to confirm the customer's report.